Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a scratched display screen. The reporter indicated that the display screen was not able to be safely read due to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2014 with the following findings:the pump was examined during testing and the display screen lens was noted to be scratched.